Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
Review of literature found report that a procedure was "interrupted" by needle breakage. There is no indication of any injury or adverse consequences to the patient as a result of the needle breakage. Article title: "vertebroplasty: benefits are more than risks in selected and evidence-based informed patients. A retrospective study of 59 cases.", publication date: feb 2011. N=1: needle breakage.